Manufacturer narrative:
Section g3 - there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of yellow wrench and red battery alarms on the power module (serial number: (B)(6) was not able to be confirmed. The power module was not returned for analysis. Provided information indicated that the patient was not connected to the power module at the time of alarm, and that no cause for the alarm was able to be identified. A root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate iii instructions for use (rev. G) section 3 entitled ¿powering the system¿ warns that after the power module backup battery is installed, the power module should be plugged into electrical power at all times. The power module may need to be unplugged from electrical power for an extended time, such as for travel, or transport for service and maintenance. If so, the power module backup battery should be disconnected to prevent damage to the battery. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was alarming. The wrench and battery lamp were flashing red. The alarm was muted and wall power was removed. The backup battery was disconnected. The alarm came after the power module was disconnected from the patient. The cause of the alarm was not determined. The patient was on battery power during the time of the alarm. The product was discarded and would not be returned.